Event description:
The complainant reported their impella cp pump had high purge pressure and a motor current spike noted at 00:50 aic time. There was no intervention performed to address the high purge pressure with tissue plasminogen activator. The pump was removed and will be returning for evaluation. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.